Event description:
It was reported that the patient experienced ringing in her right ear, pounding in her head, loss of the motor skills in her left arm. She reported that she cannot hold a can of pop or open the door with a knob. She reported her left arm was a purplish/reddish color. She reported the back of her head felt stiff and very heavy all the time; she cannot hold it up for very long time and felt a sharp pain shooting up to the head. The hcp ordered a CT scan but has also recommended an MRI to rule out a tumor or mass. Please see manufacturer's report #s: 6000030200800715 and 6000030200800716.